Manufacturer narrative:
The glidescope avl monitor and a glidescope avl video baton 3-4 used in the procedure were returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl monitor and confirmed the "frozen image" failure. When the customer's avl monitor and avl video baton 3-4 were initially powered on, the image was normal. When the customer's avl monitor was connected to a power supply, vertical colored lines appeared. When attempting to access the software version, while the customer's avl monitor and avl video baton 3-4 were connected, the image turned white and locked up. The camera image quality test was performed on the avl monitor and failed. No failure occurred when the customer's avl monitor was connected to a known, good, test baton. No failure occurred when the customer's avl video baton 3-4 was connected to either a known, good, test gvm monitor or a known, good, test avl monitor. The camera image quality test was performed on the avl video baton 3-4 and passed. Due to the nature of the failure, the technical service representative stated that the most likely cause of the "frozen image" issue was the customer's glidescope avl monitor. The customer's glidescope avl monitor and glidescope avl video baton 3-4 were returned to the customer as-is. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope avl monitor, the image froze. The customer stated that the doctor was unable to complete the intubation with the avl monitor. The customer did not report a delay in the procedure, use of a backup device, or harm to the patient or user.